Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the display screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump keypad buttons were not responsive and the customer went into the pool with the pump. Customer indicated that the pump was thrown away the customer was advised that the device would be replaced and agreed to return the product for analysis.